Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported the recirculation port of the xlung kit 230 had a leakage following a few minutes of extracorporeal membrane oxygenation support start. The physician exchanged the kit. The patient experienced a blood loss of approximately 50 ml as a result. The complaint sample was not available for product investigation.